Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this lead, high out of range pacing impedance values were exhibited. The lead was not used and analysis will be conducted should the lead be returned.